Event description:
The pt experienced increasing weakness. MRI revealed myelitis of the spinal cord. There was wound infection at the lumbar site along with meningitis. The system was removed. The pt recovered without sequelae. The pump contained compounded baclofen 2,000mcg/ml, 735.6mcg/day and fentanyl 75.0mcg/ml.

Manufacturer narrative:
(B) (4).